Manufacturer narrative:
PMA/510k: this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a icm115v4, -14.0 diopter, implantable collamer lens into the patients left eye (os) on (B)(6) 2012. The lens was removed and replaced on (B)(6) 2019 for a longer length lens due to low vault. This resolved the problem.

Manufacturer narrative:
Device evaluation- the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage to the lens and residue on lens surface. Claim# (B)(4).